Event description:
It was reported that the ventilator had and issue with low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator had an issue with low o2 concentration. On-site investigation was performed by our field service engineer information provided further revealed that the issue was solved by o2 cell calibration. The o2 cell is only measuring and its failure would not affect ventilation. Therefore, this situation is not-safety related, the issue will be indicated by an alarm and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4)